Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing.   No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered 0.9% normal saline during patient therapy at the emergency room. The device was programmed to deliver a 500 cc bolus of room temperature 0.9% normal saline over a half hour as a primary infusion and was not delivering fast enough. The nurse switched to another pump when they noticed the infusion was slow. There was patient involvement, but no known patient injury or medical intervention associated with this event. No additional information is available.